Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that suction in the tubing did not work during cataract surgery with intraocular lens implant. The surgery was completed after replacing another one. There was no patient impact.

Manufacturer narrative:
All information pertinent to the complaint handling is translated and provided below and in records. Description of the situation related to the use of the device that caused or could have caused the hazardous situation. Description of the consequences or potential consequences of the hazardous situation for the patient/client or other person. If the viscoelastic had not been removed after lens implantation, intraocular pressure could have risen to excessively high levels. No harm was caused to the patient because they had a replacement product. One wet product was returned for evaluation. Inspection of the product found no obvious defects that would have contributed to the reported event. The fluidics management system (fms) cassette was tested on a console, primed and tuned with the ultrasonic hand piece successfully and could achieve maximum vacuum. No system message was generated during functional testing. No fluid or air leaks, and no cracks were observed from the connectors. The irrigation and aspiration flow rates were measured and found to be within specifications. Fluid flowed from the balanced salt solution (bss) bottle through the irrigation path continuously, no fluidic anomalies were observed. No occlusion or obstruction was identified during inspection and functional testing. We were unable to replicate the customer's experience during laboratory evaluation. The investigation conducted a non-conformance review of the potential reported lot numbers. No deviations were identified and all corresponding production release specifications defined in the device master record were met. It was noted that we could not ascertain which of the three fms pack lots built into the custom pack were associated with this event. Based on the evaluation of the information and materials received, the root cause of the customer's complaint could not be established; the returned product functioned per specifications. Based on the evaluation of the information and materials received, the product met specifications and therefore no corrective action is required. Complaint data for all alcon products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).